Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection, manifested by feeling poorly, fever, confusion and low blood pressure. The cause of the event was not reported. The patient presented to the emergency department and was hospitalized for the event. Treatment for the event was not reported. Sixteen days after event onset, the patient passed away while hospitalized. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if the patient was recovered from the event prior to death. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information is available.